Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (type of investigation), e1 (event site postal code). Nurse stated that pump had been in standby for 10 minutes. She stated she may have fixed the problem because she pressed the iab fill button. Esp personal had her verify there was no blood or discoloration in the helium tubing. Esp personal had nurse print an alarm log that showed multiple gas loss alarms over the last 16 minutes. Esp personal explained to her how to correct the gas alarm if it should happen again: confirm there is no blood or discoloration in the tubing, press iab fill, press start, and then check for blood in the helium tubing again. Esp personal and nurse reviewed the nature of this alarm and different clinical possibilities. They concluded it was most likely due to the patient being tachycardic.

Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.